Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011 report is being submitted past 30 day deadline based on retrospective review conducted 6/21/2019. Original MDR (report 1 of 2) filed 10/20/2017.

Event description:
Screw breakage. Report 2/2.